Event description:
Biomed technician at a dialysis facility is concerned that the machines are too difficult to maneuver. The castor flattens as it touches the ground offering resistance when being pushed. The machine is a combination dialysis machine (fresenius 2008h) and protable "ro" a docking station (rolling cart).